Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed on the device which found that the device was functional and it had an unusual noise inside. During service/repair, it was determined that an unknown liquid was on the sub-assemblies components, the ball bearings were corroded and the seal and o-ring were worn. It was further determined that the issues were consistent with improper cleaning methods and normal wear out from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery handpiece/modular device had bad connection with the battery device. According to the reporter, three different battery devices were tested with the device and the connection did not work correctly and the power stopped after few seconds. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Serial number (B)(4). The UDI has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The device availability was inadvertently documented as 3/1/2018 in the initial report. The date returned to manufacturer was corrected to 3/23/2018. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.